Event description:
A malfunction code, malf 12, was reported, but no notable events occurred prior to the malfunction, and there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump, with instructions to call back if any malfunction code reappears, which the customer understood and acknowledged.